Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experiencing high blood glucose and customer alleges insulin pump was under delivering. Customer¿s blood glucose level at time of incident was over 24.3 mmol/l. Customer did not report symptoms but treated with manual injection. Customer reported that they feel okay to troubleshooting. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer contacted with their health care professional regarding the high blood glucose. Customer was at hospital visiting with their father and did not have infusion set or reservoir information available. It was unknown that the customer was used auto mode feature or not. The device will not be returned for analysis.